Event description:
Healthcare professional reported that the valve holder sutures did not stay attached to the holder when it was removed. The sutures were removed and the valve was implanted without compromise to the pt.